Manufacturer narrative:
Investigation the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that at 70 minutes into procedure 1, a 10.3e11 platelet yield collection at a concentration of 1535 x1000/l, the operator changed the procedure selection to procedure 5, a 7.8e11 platelet yield collection at a concentration of 1781 x1000/l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 70 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that at 70 minutes into procedure 1, a 10.3e11 platelet yield collection at a concentration of 1535 x1000/¿¿l, the operator changed the procedure selection to procedure 5, a 7.8e11 platelet yield collection at a concentration of 1781 x1000/¿¿l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 70 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. The signals in the run data file indicate that at 70 minutes into procedure 1, a 10.3e11 platelet yield collection at a concentration of 1535 x1000/¿¿l, the operator changed the procedure selection to procedure 5, a 7.8e11 platelet yield collection at a concentration of 1781 x1000/¿¿l. The signals show that there was a disruption in the steady state flow of platelets exiting the lrs chamber shortly after the operator made this change to the procedure selection. Based on the available information, it cannot be ruled out that the change in procedure selection at 70 minutes into the run may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.